Manufacturer narrative:
(B)(4). Unit received with partially broken off reservoir tube lip and missing reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to damage to reservoir tube lip. Unit received with broken off piece at the battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump¿s reservoir compartment and battery compartment were chipping due to normal wear and tear. The reservoir still able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.